Event description:
It was reported that the patient underwent an l4-5 posterior/posterolateral fusion using rhbmp-2/acs with rhbmp-2/acs and an interbody cage. Imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient now suffers from chronic pain and radiculitis, and emotional distress and mental anguish. No further information was provided.

Event description:
It was reported that on (B)(6) 2006 patient underwent the following procedures: left l4/5 recurrent diskectomy; left l4/5 transforaminal interbody fusion morcellized bone graft cage and rhbmp-2/acs; l4 to ls posterolateral fusion with tsrh-3d pedicle screw fixation, morcellized bone graft and rhbmp-2/acs; local bone autograft harvesting; single incision posterior 360 degree lumbar fusion. Preoperative diagnoses: second recurrent left l4/5 herniated nucleus pulposus; l4/5 degenerative instability. As per op-notes: the disk space was entered and a combination of curets and pituitary rongeur were used to remove the rest of the disk material and perform a radical diskectomy. The vertebral endplates were roughened using the serrated curets. The disk space was opened using a distractor between the spinous process. Then morcellized bone graft made from the autograft bone dust and cancellous allograft was packed into the disk space and pushed to the right side. Then a 10 x 26 cage was filled with rhbmp-2 soaked collagen sponge and countersunk in the disk space. Distraction was then released.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.